Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that there were issues with monosyn 5/0 and 4/0 with breaking needles from sutures. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are four previous complaints of this code batch, three of them regarding needle detachment and two of those closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is not wound on the pack and needle is missing). Without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences during the process, but the product was released fulfilling b. Braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 0.38 kgf in average and 0.33 kgf in minimum and fulfilled the requirements of the european pharmacopoeia: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received show that the needle escaped from the thread. Final conclusion: taking into account that there are previous confirmed complaints for the same issue and the open sample received, we conclude that the complaint is confirmed by evidence of the sample and previous complaints received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.